Manufacturer narrative:
Product ID: 3093-28, lot# v452165, implanted: (B)(6) 2010. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).

Event description:
It was reported the patient had numbness in her neck. No fall or trauma was associated with this event and she is unsure when it started. It was also reported the patient had a loss of therapeutic effect. The patient indicated the bladder stimulation was not working and she was having increased incontinence. Additional information has been requested, but was not available as of the date of this report.